Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to this issue, investigation revealed that the keypad was peeling up at the base and the audio bolus button was torn.

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.